Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a very difficult time getting the wr to connect to both their inss, and because of this, it took longer to charge the ins. The wr would make a connection with the ins but then lose connection shortly afterward. Pt said that they would have to move the wr so much back and forth over their ins to get the wr to connect that they started to get callouses (on their skin over the implant area). Pt said they had a heart attack and had noticed in about 2021 that it seemed harder to charge the right-side implant. Pt said it seemed like the right implant was tilted a little bit, and they think that was caused by the hcps cutting them open and pulling their ribs apart (when pt. Had the heart attack), and this wascausing the implant to move in the pocket, pt. Said at least it seemed like to them that ins had moved. Pt said that before getting the new ipg, they had a bigger ins battery, so the implant pocket had been bigger, and the smaller current battery was implanted inthat bigger pocket. Pt said that lately, though, the wr has been having issues staying connected to both right and left implants, which had been in the last 6 months or so. Pt said they had dropped the wr once about a year ago. During the call, a hardreset was performed on wr, but this didn't resolve the issue. Pt was using a drape. The problem was not resolved. The caller was redirected to pss and emailed to repair to send a replacement wr (as the issue was suspected with wr). Pss directed the pt to hcp to address the right implant moving/being tilted. Additional information received from the consumer reported they received the replacement recharger but were unable to get their implant to charge with it. During the call the consumer was able to pair the wireless recharger with the recharger app successfully showing the implant was 75% charge and therapy was on. During the call it took several attempts of repositioning the recharger over the implant to make a connection. The consumer mentioned they spoke with their physician and manufacturer¿s representative (rep) who stated as long as they were able to charge the implant, it was fine. The consumer had an upcoming appointment this month or next where they were going to talk with their physician about their difficulty charging the implant.

Manufacturer narrative:
Other relevant device(s) are: product ID wr9200, serial# (B)(4), product type recharger, product ID 37612, serial# (B)(4), product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.